Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment and particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The voltage verification check passed. The brightness screen test failed. When powering on the on the cycler the ¿ok¿, ¿stop¿ and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained dim. A good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A good inverter board was installed and the display became operational. The brightness screen test, system air leak test and valve actuation test the passed. A pre-accelerated stress test (ast) simulated treatment was performed for fifteen minutes at 1,000ml without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on t1 of the inverter board.

Event description:
A peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report that a liberty select cycler had a display brightness problem during set up. The customer rebooted the cycler and the problem persisted. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.